Event description:
It was reported that the patient with the implantable neurostimulator (ins) could "hardly walk," couldn't pick up her grandchild, had low blood pressure and pain pills were needed for her to get out of bed in the morning. She was in extreme pain from the right side of hip down the groin and into leg down to ankle. The patient experienced a loss of therapeutic effect since two months post-implant. An appointment was scheduled with the patient's physician on (B)(6) 2012. The patient desired removal of the device and was concerned that it "damaged something inside her." Additional information received reported that the patient experienced pain at the implant site and in her leg causing her to fall. She received a shocking/jolting sensation and was not receiving a stimulation sensation. It was confirmed that the device was turned off. The patient was going to the emergency room. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the device, serial number # (B)(4), found that the device functioned as intended throughout long term testing with no significant anomalies. Analysis of the lead, lot # v475127, found that the distal end conductor was broken (overstressed/damaged) with no significant anomalies.

Event description:
Additional information: the problem was resolved to the best of the manufacturer's representative's knowledge. The system was explanted without interrogating or checking impedances. There were no plans to reimplant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v475127, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device and lead were removed on (B)(6) 2012. The manufacturer representative was not consulted prior to explant and there was no opportunity to troubleshoot/try to correct. The patient was told the device was re moved due to longevity issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v475127, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient.